Manufacturer narrative:
Date of event was noted as (B)(6) 2015. Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(6), product type: recharger. Analysis of the returned desktop charger model 37761 serial # (B)(6) showed a broken connector pin on the cable assembly. The cable assembly was replaced as a result.

Event description:
Information received from patient reported that their implantable neurostimulator (ins) was not working. They also reported that the recharger unit had not been working for months. It was noted there was a broken connector on the desktop charger device. Additional information received from the manufacturer's representative reported that the patient was not able to connect to the ins in late (B)(6) 2016. The indication for use for the implanted device was noted as non-malignant pain. The ins was discharged because the patient was not able to recharge due to a bent connector pin. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.